Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter technical service center regarding a system error 2240, which occurred during initial drain on the homechoice machine. The home patient (hp) pressed go prior to being connected to the machine and then connected. Tsr explained that hp would need to start over with new supplies. The tsr advised the hp to notify their nurse within 24 hours of the incident. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Proper procedures were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The cause of the system error 2240 was determined to be use error.